Event description:
During filter replacement on a female in her 30's in 2008, the physician was ready to place the filter via femoral approach. When he went to unsheathe the filter, the legs did not deploy. The physician then got another filter and the same thing happened again (3002808486-2008-00021). The physician retrieved both filters via jugular approach and then deployed a tulip ivc jugular filter for the patient. The filter was being placed due to a scheduled gastric bypass. The patient outcome is fine.

Manufacturer narrative:
Event evaluation: still under investigation.